Event description:
On (B)(6) 2014, it was reported that the menu button on the patient's infusion device was not fully functioning. The patient also reported that the plunger had gotten stuck to the plunger rod inside the infusion device and insulin may have spilled inside the device. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.